Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during removal from the packaging such that the shaft became kinked and upon further manipulation during preparation the device ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use the proximal shaft of the 2.5x12mm trek balloon dilatation catheter (bdc) was noted to be kinked and the hub separated from the bdc during preparation. The bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.